Manufacturer narrative:
This report is filed on april 29, 2019.

Manufacturer narrative:
This report is submitted on march 20, 2019.

Event description:
Per the clinic, due to incorrect positioning of the device a decision was made to explant. Subsequently on (B)(6) 2019 the patient's device was explanted and the patient was re-implanted with a new device during the same surgery.